Event description:
The end user stated the cane collapsed on her when she was walking on her porch.

Manufacturer narrative:
(B)(4) - copy of medwatch 3500a report indicating uf/importer report #(B)(4) was received by invacare. MDR being filed based on the information received.